Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the torn leaflet and worsened mitral regurgitation requiring surgical intervention. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 3. Two clips were successfully implanted on the valve. A third clip delivery system (cds) was advanced and placed on the valve. During the leaflet insertion assessment, it was noted that the mr increased at the anterior mitral leaflet (aml). The aml was no longer captured in the clip, as part of the leaflet tore off. Several attempts to treat the patient with the clip were performed, however all were unsuccessful due to the ruptured leaflet. The cds was removed from the patient and the procedure was aborted. The patient¿s mr worsened to a grade of 4 and the next day the patient underwent a mitral valve replacement and tricuspid valve repair surgery. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on the information reviewed the reported inability to capture the leaflets was due to challenging patient anatomy (enlarged atrium). The reported tissue injury (leaflet rupture) appears to be a cascading event of the failure to capture leaflets. The reported mitral regurgitation (mr) was a cascading effect of the reported tissue injury. Additionally, tissue injury and mr are listed in the instructions for use (IFU) as known possible complications associated with mitraclip procedures. The reported hospitalization and surgical intervention were the result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.